Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's device worked for the first year, then it stopped providing relief. Multiple reports by reps showed no ability to recapture the low-back. The patient stopped using the device approximately six months prior. The patient had experienced panic attacks and the upper body pain, all left-sided. The patients left shoulder, left arm, and left upper back all were all in pain. No environmental/external/ patient factors had contributed to the issue. Multiple reprogramming sessions have been attempted. There is a planned explant on (B)(6) 2017. No further complications were reported. No device allegations were made